Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a varix in the portal system using ruby coils and a non-penumbra microcatheter. During the procedure, while inserting a ruby coil into the microcatheter, the pusher assembly of the ruby coil kinked. Therefore, the ruby coil was removed. The procedure was completed using a new ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.